Manufacturer narrative:
(B)(4).

Event description:
The customer obtained a higher than expected accutni result on the beckman coulter access 2 system within the risk stratification range for one patient that was questioned by the clinician. Subsequent testing of additional patient samples on both the original access 2 and an alternate access 2 produced lower results within the normal reference range. Service was dispatched and verified the hardware. Although pre-analytical factors may have been a contributing factor, a definitive root cause has not been determined to date for this event.